Manufacturer narrative:
(B)(4).

Event description:
The customer complained that the cobas integra 400 plus produced a small degree of smoke, a crackling sound and observed a slight red glow and a burning smell coming from the rear of the instrument. A flame was not seen and it was not necessary to use a fire extinguisher. The customer immediately unplugged the instrument and the observed problems stopped. There was no external damage identified on the instrument. No adverse event occurred. The last preventive maintenance visits were completed on 01/06/2015 and 07/13/2016. The instrument was installed on 12/12/2008 and it is believed that the power supply had never been replaced. The system is typically cleaned of dust during preventive maintenance and service calls. The power supply was discarded and could not be returned for investigation. It was determined the power supply on the device was installed in 2008 and had not been replaced. Based upon the information provided, the reported issue is likely due to insufficient cooling due to dust build up or failed cooling fans or an unexpected failure of an electronic component. A new version of the power supply is available. The issue is immediately detectable as the instrument has no electrical power and will shut down. There was no imminent danger of fire related to this power supply failure. All parts and plastics are ul rated accordingly. The field service engineer (fse) visited the customer site and replaced the main power supply and the printed circuit board power supply motors that had a defective fuse led. The fse powered up the system and no failures were observed. The instrument was operational again.